Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported image failures were confirmed. In addition, the following reportable malfunction was identified during the device evaluation: broken charged coupled device unit. A root cause could not be established. Based on the results of the investigation, it is likely the image was green and flashing due to the broken charged coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No further information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that on the rigid video scope device flashes appear and at some points the screen turns green. There was no report of any patient harm.